Event description:
It was reported that unspecified bd¿ pen is not allowing the complete dose to be injected. No serious injury or medical intervention was reported. Verbatim: "patient stated that pen "feels like it is stripping when the injector button is pressed too fast." Coc evaluated pen. When injector button is pressed slowly there is no issue, however if you press quickly, which patient reports the rn's at his snf do, then it does "skip" and I'm unsure if full dose is being injected. Also discovered that snf is using an incorrect needle that is not labeled for apokyn use. They are using assure ID 30g 3/16". Advised nursing staff to only use the bd 29g 1/2" needle that comes with pen pak."

Manufacturer narrative:
Investigation: zero (0) samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps could not perform a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections since the batch number is unknown. Since the sample was not received and the lot/catalog number is unknown, investigation cannot be performed as a sample is required to investigate further.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. And the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ pen is not allowing the complete dose to be injected. No serious injury or medical intervention was reported. Verbatim: "patient stated that pen "feels like it is stripping when the injector button is pressed too fast." Coc evaluated pen. When injector button is pressed slowly there is no issue, however if you press quickly, which patient reports the rn's at his snf do, then it does "skip" and I'm unsure if full dose is being injected. Also discovered that snf is using an incorrect needle that is not labeled for apokyn use. They are using assure ID 30g 3/16". Advised nursing staff to only use the bd 29g 1/2" needle that comes with pen pak."